Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3387-40, lot# j0108073v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported that patient's left implantable neurostimulator (ins) 'felt like it had turned over or come apart' 2-3 weeks prior to report. It was noted that the patient's ins 'acted like it came loose' when she turned over at night. It was also noted that the patient's device was implanted on left side and when she turned to her right side, the device 'wanted to flip.' It was noted that patient experienced terrible coughing for up to several months. It was noted that the 'patient has a stent in the brain for parkinson.' It was noted that the patient's tremor became 'bad' 4 weeks prior to report. It was also noted that the patient had pneumonia and was hospitalized for a 'long time.' It was noted that the patient was ill and was in a coma for a 'long time.' Additional information was requested but not available as of the date of this report.

Manufacturer narrative:
(B)(4).